Event description:
Additional information became available that this system was explanted and successfully replaced. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out-of-range (oor) impedances as well as loss of capture (loc) and is believed to be fractured on this non compliant patient. The lead will likely be explanted. To date, no adverse patient effects have been reported.